Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during setup on patient, the cardiosave intra-aortic balloon pump (iabp) did not display the pressure waveform when using fibre optic or pressure transducer. However, no patient harm was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the issue after full reset of the device. Completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. Unit passed all functional and safety tests and was returned to normal use.

Event description:
N/a.